Event description:
It was reported the patient experienced ¿left lower extremity weakness secondary to spinal cord compression.¿ it was noted the ¿extremity weakness was due to the spinal cord stimulation lead.¿ it was reported there was ¿no¿ patient injury or patient death related to the event and the patient ¿recovered without sequela.¿ additional information has been requested. A supplemental report will be filed if additional information is received.

Event description:
The patient¿s health care provider (hcp) reported on (B)(6) 2014 that the cause of the event was leg weakness. The patient¿s body did not tolerate the implant and it had nothing to do with the device. On (B)(6) 2013 the patient had a revision laminectomy of t9 with additional t9-t10 and t8-t9 epidural paddle. The patient experienced left lower extremity weakness post-surgery. There was excessive scar tissue from previous surgery so the paddle lead was removed. The paddle was possibly causing cord compression due to scar tissue from previous surgeries. On (B)(6) 2013 an MRI/x-ray or CT-scan was performed. The vertebral bodies were normally aligned. No compression, fractures or abnormal signal found. No cord compression post-op changes present at t8-t9 and t9-t10. Patient hospitalization was required due to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for ins nks725171h revealed no anomaly found. Device analysis for lead va00p23045 revealed no significant anomaly. The lead body was cut thru, product was segmented. Device analysis for the anchor revealed no significant anomaly. It was cut. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID neu_siliconeanchor, lot # unknown, product type accessory. (B)(4).